Event description:
It was reported that during sterile processing, it was observed that the attachment device fell apart when opened up. This event did not occur during surgery. There were no reports of patient involvement. There were no injuries, medical interventions or prolonged hospitalizations reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head assembly was detached from the housing on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.